Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation was unable to repeat customer's reported problem. The pump was found to be displaying "1820" message on power up during the investigation. Investigator's recommend the error code to be cleared and scratched lcd lens replace. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1820 and had lens damage". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.